Manufacturer narrative:
Brake, scorpion kit.

Event description:
It was reported by service report that the brakes were not holding. The bed failed the lateral pull test. Casters rolled at 30lbs versus a specification of 50lbs. No pt involvement or adverse consequences are reported.